Event description:
Patient was revised to address pain and instability.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event without the products to examine and insufficient product info. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.